Event description:
It was reported that the surgeon was using the intra-oral blade on the patient when the blade head broke off from the neck of the blade. No visible pieces retained in patient. Blade was a core intra-oral blade. Cut edge: 11.5mm, cut depth: 7.0mm, thickness: 0.38mm. Manufacturer: stryker instruments. Lot #: 16063017. Ref #: (B)(4). Expiration date: (B)(6) 2021.